Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed the patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave oversensing. No changes were made. There were no patient consequences.